Event description:
It was reported that the customer is having issue with insulin pump keypad. Customer stated the escape button is not functioning, unable to go back or escape. The blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.